Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Upon reception of the device, the white tip was removed and glue was noted on thread where it attaches to the handle. The device was not used and no delay was reported as a result of the event.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device confirms that there is epoxy on the threads. Based on examination of the print of the final component, the metal hex set screw is epoxied to the ergonomic shaft and the head. The parts are not designed to be disassembled. In order to disassemble the parts, the customer had to fracture the hardened epoxy and it would be expected that there would be epoxy on the threads since epoxy was applied to the threads. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Investigation results concluded that the reported event was due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.